Manufacturer narrative:
H3: device returned. Evaluation is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the device was just damaged. The device did not separate, but the components of the device unraveled. The cause of the event was not determined.

Manufacturer narrative:
H3: product analysis of sfr4-6-40-10, lotno:b583088 ¿ as found condition: the solitaire x revascularization device was returned for analysis within a shipping box, an opened solitaire x outer carton (b583088), and a plastic bio-pouch. ¿ damage location details: no breaks or separations were found with the solitaire x pusher. However, the solitaire x pusher shrink tubing was found damaged at ~33.0cm from the pusher¿s distal end. No damages or irregularities were found with the solitaire x marker coil. The stent was found still attached to the pusher and in good condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s report was confirmed as the pusher shrink tubing was found damaged. The damage to the pusher shrink tubing could indicate that excessive force was applied during the use of the device. This might have caused the components to "unravel". The device might have experienced some form of fatigue or wear during the single pass, especially if there were any unexpected resistances or obstacles within the vessel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a solitaire fr became unraveled. Upon deployment and trying to pull the retriever out, the device "came unraveled". The devices were prepared according to the instructions for use (IFU).  The patient was being treated for an ischemic stroke in the m1 location. 1 pass was made with the device. No patient symptoms or complications were reported.  Ancillary devices: phenom 21 microcatheter